Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for missing scale markings with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. The aql for missing scale is 0.25%. The largest possible defective rate identified is 1 out of 123,000, which is 0.0008%. No corrective actions are necessary based on the defective rate identified. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use it was discovered that the were no scale marking on barrel with a bd a-line¿. The following information was provided by the initial reporter: there's no volume markings on the barrel.